Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii additional, changed, and/or corrected data: b.5., h.11.

Event description:
Patient reported "capsular contracture baker grade not provide and small lesion on the right at 11 o´clock, noticeably enlarged axillary lymph node on the right". Patient later reported "the pain from the hardening of the implant becomes increasingly severe". Patient later reported "capsular contracture baker grade iii". This is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade not provide and small lesion on the right at 11 o´clock, noticeably enlarged axillary lymph node on the right". This is for the right side. Device remains implanted.